Manufacturer narrative:
The system was examined and the reported event was replicated. The main air source supply was replaced to address the reported issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on november 9, 2004. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported events can be attributed main air source supply. However, how or when the assembly became nonconforming cannot be determined conclusively. (B)(4).

Event description:
A healthcare professional reported that there was low vacuum pressure and a leaking sound before surgery. There was no patient involvement.